Event description:
It was reported that during ba (basilar artery) thrombectomy procedure, the subject guidewire was used with microcatheter and the y-valve to advance. When the subject guidewire passed the occlusion, it was hard to be advanced. The subject guidewire was withdrawn and found the tip of the subject guidewire was kinked. It seems that the outer body of the guidewire was fractured, but not the core wire. Therefore, the subject guidewire was replaced with a new guidewire to go through with the same microcatheter to continue the procedure. The procedure was completed successfully without clinical consequences to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker/ returned to manufacturer on - updated . H3 device evaluated by mfg ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection revealed that the subject guidewire was found to be broken/fractured but not separated at 7.5cm from the distal end, with the core wire and coil exposed. There was a slight kink noted at 4cm from the distal end. The distal tip was intact and the distal end of the core wire was visible in the distal dome. Functional test was performed as the subject guidewire was hydrated and no anomalies were noted to the coating. An attempt was not made to insert the guidewire through a demonstration guidewire due to the fracture noted. The reported guidewire fracture and kink were confirmed. The reported difficulty engaging target vessel was not replicated as this is a procedural complication, however the analysis results are consistent with the reported event. The device failed to meet specification when received, based on the damage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when the subject guidewire passed the occlusion, it was hard to be advanced. The operator withdrew it and found distal of it kinked, it seems that the outer body of the guidewire was fractured and core wire was not fractured. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure, the patients anatomy was moderately tortuous the subject guidewire device was returned and it was confirmed that the distal end of the guidewire was fractured to the nitinol tubing and the core wire was intact, there was some slight kinking noted to the distal end. It is probable that there were difficulties during advancement, torqueing or retraction of the subject guidewire due to procedural factors and/or anatomical factors causing the kinking and fracture noted. An assignable cause of procedural factors will be assigned to the reported ¿guidewire broken/fractured during use¿, ¿guidewire distal end/tip kinked/bent and ¿device difficulty engaging target vessel¿ and to the analysed ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire distal end/tip kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during ba (basilar artery) thrombectomy procedure, the subject guidewire was used with microcatheter and the y-valve to advance. When the subject guidewire passed the occlusion, it was hard to be advanced. The subject guidewire was withdrawn and found the tip of the subject guidewire was kinked. It seems that the outer body of the guidewire was fractured, but not the core wire. Therefore, the subject guidewire was replaced with a new guidewire to go through with the same microcatheter to continue the procedure. The procedure was completed successfully without clinical consequences to the patient due to this event.